Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an open ileus procedure, some staples were malformed at the 4th firing on the ileum. The target tissue was regular. The doctor waited 15 seconds prior to the firing. There was no unexpected noise. The device was not fired across an existing staple line. There was no unexpected resistance in firing. The staple height was blue. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.